Event description:
It was reported that the patient experienced pocket discomfort at the implantable pulse generator (ipg) site and requested an explant. The patient was implanted with the reactiv8 system 18 months ago and has not run therapy in seven months. The device was explanted with no reports of patient harm or injury. The device was evaluated and passed the functional test. The device history record revealed no non-conformances that may have contributed to the discomfort experienced by the patient during the device manufacturing.

Manufacturer narrative:
Mml reference # (B)(4). B2 other: pocket site discomfort. Other devices: model #: 8145, description: stimulation leads, s/n: (B)(6).